Event description:
Femoral head replacement performed in 2005. Dislocation occured february 2006. Close reduction was attempted but the femoral head (ball) was taken out from the bipolar femoral head (cup) during this procedure. An open reduction surgery was attempted on the same day this dislocation seems to be occuring by leverage function.